Event description:
The pt treated on the hemodialysis therapy twice without anticoagulants using asahi rexeed-25sx on (B)(6) 2009. At first time on (B)(6), the pt complained the breathless 10 minutes after onset of the hemodialysis. The blood pressure and the heart rate reduced. Spo2 of the pt dropped to 84%. The pt was given respiratory care and the treatment discontinued due to the blood coagulation in the dialyzer. Then the treatment was restarted with another redeed-25sx. The pt felt breathlessness again 10 minutes after the restart. The pt was admitted to the ICU for the treatment. The pt treated on hemodialysis using the exceltra 190 (baxter) on (B)(6) 2009. The session discontinued 1 hour after starting the extracorporeal circulation due to the blood clotting. The treatment restarted with the rexeed-25sx and the same symptoms occurred. The pt was given respiratory care and took the antihistamine orally. The treatment restarted again using the exceltra 190 and completed with no problem.

Manufacturer narrative:
The used product was not available because the product was disposed in the healthcare facility. We reviewed the manufacturing and quality control records of possible six lot numbers and there was no abnormality. The symptoms observed in the events are considered to be a dialyzer reaction because the adverse effect occurred with the rexeed-25sx but not the exceltra 190. As a possible cause, residual contaminants in the device might relate to the adverse event. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse vents. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed" (B)(6).